Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "no sensor found" message upon scanning the freestyle libre 2 sensor on the same day of applying. The customer experienced symptoms described as dizziness, heartache, chest pain, slowing heart rate and had contact with a healthcare professional who obtained a reading of 32 mg/dl on their meter. The customer further reported being hospitalized due to symptoms and received insulin (dose/type unknown) for diagnosis of hypoglycemia. Please note that the treatment rendered is inconsistent with the reported diagnosis. There was no report of death or permanent injury associated with this event.